Manufacturer narrative:
A manufacturing record review was unable to be completed as the lot number was unknown. A returned product evaluation was also unable to be completed as no product was returned to vsi. Based on similar complaints received with product returned to vsi, it is possible the cause can be attributed to a tensile force applied to the location of separation. The IFU states "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation." Further information revealed the doctor was "running the wire back and forth through the bevel." The IFU states, "do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire."

Event description:
Mik wire broke off in the patient's arm. Additional information received: unknown lot number. On (B)(6) 2018: the wire sheared off when it was running back and forth through the bevel. The wire was removed by cutting down, and the patient is reported as doing fine. On (B)(6) 2018: there was approximately 3 mm of the wire broken off, and removed. An incision was made, and broken piece of wire was removed under fluoroscopy. Outcome of the patient is reported as "patient did well and returned to room".